Event description:
Information was received, from a patient. Who was implanted with an implantable neurostimulator (ins). For urinary/bowel dysfunction/sacral nerve stim and urge incontinence. It was reported, that their device was no longer helping them. They stated, that it only worked for about a year, after implant. And then, it stopped. They stated, that they needed to get the device removed, since it was not working. Especially, because the device was loose and was all over the place under their skin. They states, that the device irritated them. And they would scratch. They also stated, that at one point, they bumped their implant when they were leaning up against something and they thought it was going to come out of their skin. But, the device was moving under their skin, prior to that event. The patient was redirected to their healthcare provider to further address the issue

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. To clarify the statement that it only worked for a year, they meant that it was ineffective for symptom control. The cause was not determined. The patient's response to therapy was suboptimal. They will follow up with the surgery department to discuss next steps including explant. Replacement/removal was not scheduled or planned at that time and the device was still in use. The issue was not yet resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.